Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one used spring-wire guide (swg) for evaluation. Visual examination revealed the guide wire body has 3 kinks. Microscopic examination confirmed the kinks and revealed offset coils at the location of kink 3. The distal j-tip was undamaged and both the distal and proximal welds were intact, full, and spherical. The swg body contained 3 kinks which were located approximately 12.7, 14.2, and 20.2 (with offset coils) cm from the distal end of the swg, respectively. The length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The IFU also warns that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. (Con't) other remarks: in this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire body was kinked in multiple places and contained offset coils. The returned guide wire met all relevant dimensional requirements. The device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.